Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported a sudden onset of fluctuations in volume with the device. No accident or trauma was reported. The implant will be checked by the clinic. Re-implantation is considered if the problem persists.

Manufacturer narrative:
Additional information: according to the received information, the recipient reported a sudden onset of fluctuations in volume. In situ measurements appear to be within normal limits, however continuous measurements show impedance fluctuations across all channels during jaw movement. For that reason a problem with the reference electrode is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. There is no plan for re-implantation at this time.

Event description:
Recipient reported a sudden onset of fluctuations in volume with the device. No accident or trauma was reported. The implant will be checked by the clinic. Per further information received, there is no plan for re-implantation at this time. The recipient will be seen if needed.